Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. Device component code (B)(4) is related to device problem code (B)(4) for the problem of lead suture broke. Mfg. Site name - (B)(4). A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was broken. The remainder of the suture and dart was not returned. Analysis also revealed that the head of the capio slim suture capturing device was separated at the most rivet. The rivet was still attached to the device. The dart was loaded onto the carrier and was caught in the cage when the device was actuated. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The review and analysis of all available information fails to indicate a root cause or probable root cause. Therefore, the root cause of this complaint is undeterminable.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a prolapse lenel 1 procedure on (B)(6) 2017. According to the complainant, during the procedure, the capio cage failed to catch the needle. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results: the suture on the blue dilator was broken. The remainder of the suture with the dart was not returned. Additional information received on (B)(6) 2017: the broken section of the suture with the needle was not left inside the patient.